Event description:
It was reported that a revision surgery was performed due to dislocation. Prior to the revision surgery, the patient sustained a bone fracture under the stem and fixation with a plate was performed. The surgeon thinks that ante-version angle of stem was shifted by the bone fracture and the shifted angle was cause of this dislocation.